Event description:
It was reported that a nanoclave¿ connector generated a leak during patient use. The customer reported "nanoclave leaking on outer hub during use." The event occurred during infusion. It was not detected prior to direct patient use. Type of procedure: intravenous (IV) administered drug delivery. There was no blood loss, no unprotected chemo exposure, no adverse operator consequences and no medical/surgical intervention required. The device was changed out/replaced with no further problems encountered. Current status of patient: returned to baseline condition. There was patient involvement and no serious injury/death, however, there was a delay in critical therapy. This is report three of three.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.